Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft fracture occurred. A 4.00x20mm promus element drug-eluting stent was selected for use. However, during introduction while still outside the patient, it was noted that the stent fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft fracture occurred. A 4.00x20mm promus element drug-eluting stent was selected for use. However, during introduction while still outside the patient, it was noted that the stent fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the device was completely removed as a whole together.

Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no evidence of damage. There were no signs of damage, stretching or lifting of the stent struts. The stent showed signs of movement in a distal direction over the distal marker band. The crimped stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a fracture 11mm proximal from the hypotube mid-shaft bond. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft fracture occurred. A 4.00x20mm promus element drug-eluting stent was selected for use. However, during introduction while still outside the patient, it was noted that the stent fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the device was completely removed as a whole together.

Manufacturer narrative:
Device is a combination product. Describe event or problem updated.